Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Assessment of imaging: osteotomy of the left distal first metatarsal shaft is present, fixed with 2 frs screws, which does not appear healed. Osteotomy of the left great toe proximal phalanx has been fixed with a single frs screw which may be healed. No definite screw loosening or screw breakage; however, fine detail regarding bone and hardware integrity is limited due to poor image quality and digital artifacts. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. As noted, a 2.0 mm pilot hole is to be drilled for a 2.5 mm screw per the frs surgical technique; therefore the root cause of this event is determined to be the use of a 1.8 mm drill, which is user error. A follow-up letter has been relayed to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a hallux valgus procedure utilizing frs screws, the head of the screw twisted while tightening with the drill bit. The screw was unable to be removed and was left in the patient. Physician states that he didin't use 2.0 drill bit because he thought there was only the 1.8 mm drill bit available. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has not indicated whether or not the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hallux valgus procedure utilizing frs screws, the head of the screw twisted while tightening with the drill bit. The screw was unable to be removed and was left in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.